Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011, where all components were removed and cement molds were implanted. Patient underwent additional knee procedure on (B)(6) 2011 where oss system was implanted. It was further reported that patient underwent revision procedure on (B)(6) 2014 due to loosening of the femoral component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."